Event description:
A (B)(6) male patient contacted zoll to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector was damaged. Upon evaluation, the red (can h), black (main batt), and brown (-5v) wires were open in the trunk cable connector. The cause of the service code 204 is the open wires in the trunk cable connector. The cause of the damaged wires is the damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.